Event description:
It was reported that the patient "noted one side or system was removed because of an infection." The patient outcome was not provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type extension product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type extension product ID 3387s-40 lot# v670473 serial# implanted: (B)(6) 2011 explanted:; product type lead product ID 3387s-40 lot# v674548 serial# implanted: (B)(6) 20114 explanted:; product type lead. (B)(4).